Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's blood glucose was 48 mg/dl at the time of the incident. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unable to confirm adhesive anomaly on opened/used sensors.